Event description:
Complainant alleged that during biomed testing the de3vice had intermittent power up on battery poser. Complainant indicated that there was no patient involvement in the reported malfunction.